Event description:
The advocate stated that the customer's blood glucose readings had been higher than usual using his breeze meter. On one occasion, comparison tests were performed using the breeze meter and another meter. The advocate alleged that the glucose readings differed by more than 100%, although she could not remember the readings. While troubleshooting, the customer's blood glucose reading was 252 mg/dl. Assuming the breeze meter read between 250-300 mg/dl and the other meter read between 100-150 mg/dl, the difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. A new breeze2 meter kit was sent to the customer.